Event description:
During a colonoscopy procedure a small polyp was removed. No detail was available on what transpired between the time of the colonoscopy and time of surgery. The pt was brought to the doctor and was found to have a pin hole, very small perforation of the colon. It was patched and there was speculation that perhaps the cautery "burned hot". Pt is okay.